Event description:
Rptr alleged obtaining discrepant blood glucose results of 415 mg/dl on her advantage system back to back with the doctor's measurement of 106 mg/dl when testing was performed 1 minute apart during a routine appointment. No actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.